Manufacturer narrative:
An evaluation was performed by the supplier. A visual inspection showed the device was separated from the outer sheath. Visually and under 10x magnification, dried adhesive is visible on the blue sheathing indicating adhesive was applied. There are no anomalies or damage noted. A root cause could not be determined. There is no way to determine when and why the sheath became dislodged from its assembly location. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the bonecutter electroblade resector 4.5 mm sheath detached while removing it from the patient. It completely came off of the blade from the base of the device. The device was removed from the patient and a backup device was available for use. No patient injury or other complications were reported.